Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer received an alarm that said the button was pressed more than three minutes. The customer was unable to use the insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. No damage was noted on the keypad traces. The keypad connector on was locked. No stuck button alarm was noted during testing. The pump failed the leak test. The pump had a small crack on the case near the belt clip rail. The pump also had minor scratches on the display window and a scratched case.